Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a no disposable alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were removed/broken and fluid ingression was observed on the downstream occlusion sensor. Review of the event history log showed occurrences of "high pressure" alarm messages. Functional testing duplicated the reported issue during the investigation. The investigation determined that the observed fluid ingression was the cause of the reported issue. The downstream occlusion sensor was replaced to correct the issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.